Manufacturer narrative:
(B)(4). (Exemption number e2015036). (B)(4).

Event description:
Pentax medical became aware of a report stating pentax model ed-3490tk/serial (B)(4) cultured positive after sampling performed on (B)(6) 2019. The sampling performed on (B)(6) 2019 yielded 17cfu comprised of the following 6 isolates: 1: positive cocci - staphylococcus haemolyticus, 2: negative cocci - paracoccus chinensis, 3: positive cocci - staphylococcus epidermidis, 4: positive cocci - micrococcus luteus, 5: positive cocci - micrococcus luteus, 6: positive cocci - staphylococcus epidermidis. Study number (B)(4). The loaner duodenoscope was received by pentax medical on 06/jun/2019 and is currently pending evaluation.